Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic bullectomy, it was found that the cut end was inequable after the 2nd firing on the lung. Deployed staples were totally formed in lumbricoid shape. Also, air leaked. The cartridge was gold. The site was additionally cut with the same device loading a green cartridge and using neoveil. There were no adverse consequences to the patient.